Manufacturer narrative:
The report of a suspected percutaneous lead compromise was confirmed based on the evaluation of (B)(4). The pump was returned assembled with the percutaneous lead severed approximately 1 1/2" from the pump housing. The severed portion of lead was returned for evaluation. A section of the external portion of lead was wrapped in tape and removal of the tape revealed thinning and twisting of the outer jacket in multiple locations. Removal of the outer jacket revealed significant shield breakdown along the external section of lead. Examination of the underlying wires revealed the insulation of the brown and red wires were disrupted at the terminus of the external bend relief. The underlying conductors were exposed and some were fractured; however, the wires were electrically intact. The disruption of these wires appeared to be consistent with fatigue as a result of repetitive flexing. Pump function would have been interrupted as a result of the exposed conductors of one wire contacting the shield and shorting to ground while connected to the power module. Pump function would have also potentially been interrupted if both wires made direct contact or contacted the shield simultaneously and shorted while being supported by either batteries or power module. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a red heart alarm and the system controller was very hot to touch. The system controller was exchanged, but the backup system controller did not show any data on the display module. The percutaneous lead was reported to be in "horrible condition." The pt then had a pump exchange.